Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional medical records were received and reported on may 10, 2019. Upon review of the information received, it was confirmed that the root cause remains undetermined as previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04864, 0001825034-2018-05004, 0001825034 - 2018 - 05005, 0001825034 - 2018 - 05006.

Event description:
It was reported the patient underwent a right reverse total shoulder arthroplasty revision approximately twenty (20) months post-implantation due to metallosis. During the surgery, the tray was noted to be fractured because of metal failure. Metallosis was noted in the shoulder joint and was also found behind the glenoid baseplate. There was additionally significant glenoid bone loss noted. The patient was converted to a hemi-arthroplasty. No additional patient consequences were reported.

Event description:
It was reported the patient underwent a right reverse total shoulder arthroplasty revision procedure approximately twenty (20) months post-implantation due to pain, subluxation, metallosis, and limited range of motion. During the surgery, the tray was noted to be fractured because of metal failure. As per the x-ray, the cup device appears dislodged and abnormally oriented in relationship to the humeral stem component. The inferior glenoid shows sclerosis likely secondary to wear, the humeral base plate is not seated. Metallosis was noted in the shoulder joint and was also found behind the glenoid baseplate. There was additionally significant glenoid bone loss noted. The patient was converted to a hemi-arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the operative notes received. As per the operative notes, severe metallosis was noted on the back side of the baseplate implant. The screwdriver head from the previous surgery had broken off in the locking screw and was locked into place. Trialed multiple heads and were unstable in the socket, no posterior glenoid for baseplate, surgery moved to resection arthroplasty. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined but the investigation results states that contributing conditions are multiple rotator cuff repairs and surgeon noted the patient had no subscapularis, supraspinatus, or infraspinatus. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.